Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found no problems. The investigation determined that the dso seal was worn. The dso seal was replaced.

Event description:
It was reported that the downstream occlusion (dso) seal was out of service. The reporter clarified that the pump's dso seal failed during preventative maintenance as it was damaged. There was no patient involvement.